Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/1/2020. Additional information was requested and the following was obtained: does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications (fistula, abscess, stent migration, leukocytosis, syncope, pulsatile hematemesis) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Answer: we do not think this contributed to the complications, we do not believe there was a deficiency in the product and no, we did not contact you previously. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 12/1/2020. Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2020-08760 is not reportable.

Manufacturer narrative:
(B)(4). (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications (fistula, abscess, stent migration, leukocytosis, syncope, pulsatile hematemesis) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: j vasc surg cases and innovative techniques 2020; 6:313-6 doi: https://doi.org/10.1016/j.jvscit.2019.11.008.

Event description:
It was reported via journal article: "title: aortoesophageal fistula treated with staged aortic stent graft and subsequent homograft interposition". Author: kaitlyn m. Dunphy, md, jesus g. Ulloa, md, peyman benharash, md, jay lee, md, and donald t. Baril, md. Citation: j vasc surg cases and innovative techniques 2020; 6:313-6. Doi: https://doi.org/10.1016/j.jvscit.2019.11.008. This case report presents a (B)(6) old woman with rheumatoid arthritis, hypothyroidism, and morbid obesity who underwent roux-en-ygastric bypass surgery in 2003. A revision of the gastric bypass was performed in 2015 owing to weight gain and this procedure was complicated by a contained leak. Laparoscopic repair of a persistent gastrojejunal anastomotic leak was attempted, and aborted secondary to extensive intra-abdominal adhesions. A covered esophageal stent (wallflex) (non-ethicon) was placed traversing the gastrojejunal anastomosis with concomitant percutaneous drainage of a large abscess in the left upper quadrant and the stent was secured proximally with prolene sutures (ethicon). An upper gastrointestinal series revealed appropriate placement of the esophageal stent, and exclusion of the enteric leak. A month later, patient developed abdominal pain (n=1), leukocytosis (n=1), syncope (n=1), and massive pulsatile hematemesis (n=1). She underwent emergent aortography and was treated with a gore tag thoracic aortic stent for presumed aortoesophageal fistula (n=1). Subsequent upper endoscopy visualized the esophageal stent protruding through the esophageal wall with visible aortic graft material (n=1). The etiology of the stent migration (n=1) was determined to be likely secondary to bowel motility. Owing to a large abscess with fistulous communication to her aortic stent graft (n=1), she underwent a thoracotomy, and laparotomy with distal esophagectomy, fistula resection, total gastrectomy, jejunal roux-en-y limb resection, left lower lung lobe wedge resection, splenectomy, cervical esophagostomy, feeding jejunostomy, left hemidiaphragm resection, partial colectomy with end colostomy, takedown of the splenic flexure, partial omentectomy, explant of infected aortic stent graft, and thoracic aortic interposition graft using cryopreserved thoracic aorta. An appropriate-risk patient, treatment of an aef secondary to esophageal stent erosion with initial tevar, and subsequent graft explant with interposition homograft repair may be performed successfully. Definitive treatment requires complete excision of all prosthetic material, and adequate infectious source control.